Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented for routine follow-up. It was discovered that the patient's right atrial (ra) lead exhibited high capture threshold. The physician elected to cap and replace the ra lead successfully on (B)(6) 2021. The patient was discharged the day after the procedure.